Manufacturer narrative:
UDI: (B)(4). Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a microsensor ventricular catheter leaked csf immediately after being implanted in the patient. It was replaced with another causing a delay of over 30 minutes.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. Additionally, the lot number provided is not valid for this product code; there fore, manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and leak tested. The catheter was attached to a pressure pump and placed in a bath of water. No leaks were observed, therefore this complaint could not be confirmed. A review of manufacturing records found the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue was not confirmed. No further investigation or corrective action is anticipated.